Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, device inhibition due to oversensing was noted due to channel switching identified on the automatic electrocardiogram (egm) channel. Technical support was contacted and autocapture was programmed off to resolve the event. The patient was in stable condition.